Event description:
The customer reported that the paddles didn't work properly.

Manufacturer narrative:
The customer reported that the paddles didn't work properly. The customer was sent a replacement paddle set, and their set was returned to philips for evaluation. The malfunction was confirmed. An attach pads message was onscreen when the pads were attached. The paddle set date code was from 2003 making this paddle set over 5 years old. The customer's paddle set is being scrapped at philips.